Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit and observed the broken fiber optic extender cable and replaced it to correct the issue. The fse then completed preventative maintenance (pm) with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.